Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reports a low battery alarm or short battery life and a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the serialized device was replaced. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Multiple pump error 25 alarms were present in the history file from 03/15/2025 21:00:00.000 to 03/16/2025 09:10:00.000. Battery cycle 82.0 received the lowbatteryalert (104) on 03/10/2025 07:44:00 after more than 7 days at 13.61 days. Battery cycle 81.0 received the lowbatteryalert (104) on 02/24/2025 10:53:00 after more than 7 days at 34.62 days. Battery cycle 80.0 received the lowbatteryalert (104) on 01/20/2025 10:25:00 after more than 7 days at 46.89 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on all electronic assemblies noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, partially broken off battery tube threads, cracked case (battery tube), partially broken off belt clip rail, partially peeling off serial number label, and scratched case. Unexpected short battery life was not confirmed during analysis. Unexpected power loss of less than 7 days was not confirmed. Pump error 25 due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.